Event description:
The customer reported to olympus that the evis lucera colonovideoscope had a malfunction of the button part when performing operations that could not be frozen. The device was evaluated, and it was found that there was foreign material in the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to foreign material in the nozzle due to insufficient cleaning, additional findings were as follows: due to wear of angle wire, bending angle in up direction did not meet standard value; due to wear of angle wire, the play of up/down knob was out of standard value; adhesive on bending section cover had a crack; objective lens had discoloration; paint on suction cylinder was peeled; and control unit had discoloration. The following device components were found to be scratched: plastic distal end cover, connecting tube, protector of universal cord on suction connector side, protector of universal cord on control section side, scope connector cover, forceps elevator (fe) lever, fe knob, up/down knob, right/left knob, switch box, scope cover, suction connector, universal cord, grip, and control unit. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, it was unknown if the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The instruction manual contains detection measures associated with reprocessing issues in ¿evis lucera gif/cf/pcf type 260 series operation manual chapter 3: preparation and inspection¿, and preventative measures in ¿evis lucera gif/cf/pcf type 260 series operation manual chapter 3: cleaning, disinfection, and sterilization procedures¿. Olympus will continue to monitor field performance for this device.